Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif for an indication of lumbar stenosis. It was reported that when attaching the artic to the inserter, the tip of the inserter could only be inserted about halfway and could not be properly attached. The same size was opened in another one, but it could not be attached for the same reason. The product did not come in contact with the patient. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
E1: initial reporter details are unknown, g2: country of origin: japan, h3: product analysis: product ID#: 56300805; lot#: ca20c022, visual and microscopic examination revealed the spacer has some witness marks on the nose of the attachment point and thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the threads. This type of damage is consistent with misalignment. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.